Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm. The force required to close the door was above expected levels and if not applied would cause the pump to alarm. This was a result of the door hooks being out of adjustment. The door hooks were replaced.